Event description:
Patient contacted dexcom technical support and left voice message on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Three subsequent attempts to re-contact patient were made with no success. At the time of the call to dexcom technical support, patient did not report any medical intervention or injuries.